Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal issues were encountered and the balloon was sticking to the stent. The physician implanted a taxus 3.00x28mm drug eluting stent. After the stent had fully deflated the delivery balloon was sticking to the stent. The physician was able to remove the device without further complications. The pt's condition is reported as satisfactory/good.